Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer experienced the defective cassette sensor / warped battery contacts during bench test. There was no patient involvement reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which confirmed the customer's problem. The probable cause of the reported problem was fluid ingression. The downstream occlusion (dso) sensor, seal and bezel were replaced to fix the issue.